Event description:
It was reported that a patient using the ilet experienced an occlusion alert while at school, with a reported blood glucose around 300 mg/dl and a concurrent nonfunctioning sensor; although glucose was trending downward, the patient performed a full supply change of the infusion set, after which the occlusion issue resolved. Customer care provided support with a recommendation of a full supply change. Investigation of this case revealed an infusion set occlusion that resolved after replacement, with no device malfunction confirmed for the ilet controller. No symptoms associated with hyperglycemia reported. Outcomes included no injury and no required medical intervention. It was concluded that the event was related to an infusion set occlusion and user-managed correction with supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.